Manufacturer narrative:
(B)(4). Batch #: v9401n. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with no damage to the external components and with the orange indicator visible on the top of the handle. In addition, two formed clips/staples were received inside of a plastic bag. During the analysis, the device was cycled and six conforming clips were fed and formed, however, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling the device, the ratched pawl was noted to be damaged and the closure link roller was found broken, causing the anti-backup failure. No conclusion could be reached regarding what caused the closure link roller, the orange indicator, and the ratched pawl to become damaged. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument. Insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap chole case, while doctor was using el5ml clip applier, it stopped releasing the clips upon triggering the handle. It is unknown how procedure was completed. Patient consequence was not reported.